Event description:
It was reported that the pump stopped during the procedure. An 00002 error code was displayed. The pt's heart was not arrested at the time. The perfusionist hand cranked the pump to return volume to the pt. The pump was power cycled, the pump started, and the procedure resumed. The pump once again stopped. Power cycling did not re-start the pump. The pump was changed out. Risk mgmt stated that the pt was not cross clamped during the incident. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 console. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group rep evaluated the pump the following day. The 00002 error code indicates a pump speed potentiometer error. Testing confirmed that the potentiometer was out of tolerance and it was replaced. All functional testing passed and the pump was placed back into service. The cause of the potentiometer out of tolerance condition could not be determined as the component was inadvertently discarded. Although the pt's heart was not arrested and there was no impact on the pt, risk mgmt stated that this could cause pt injury if it had occurred during bypass and therefore, this medwatch report is being filed.